Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that it has been reported that the fluoroscopy and exposure were not available. According to additional information collected, issue occurred while performing a pct vascular patient procedure. System had to be rebooted several times to recover. 30¿40-minute delay in patient procedure while system was rebooted. Procedure was completed successfully without having to move the patient to another room. There was no harm to patient/user reported to philips. Case and work order created in error. Case no longer required. No service or technical support has been provided to the customer, philips no longer supports this system. Informed customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy and exposure were not available. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.